Event description:
A (B)(6) year old male patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is an intermittent rear response button switch. The root cause for the intermittent switch cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.